Event description:
The lay user/pt contacted lifescan (lfs) on january 18, 2007 alleging an "apply sample" icon on his one touch ultrasmart meter. A medical affairs specialist (mas) mailed a letter to the pt, since the user could not be reached for further clinical information. Two days earlier at 8:30 am, the pt experienced dizziness and blurred vision. He attempted to test on his meter, and obtained an apply sample icon. The pt contacted a medical professional for advice, and was tested on another meter, and obtained a 400 mg/dl, and was tested with oral glucose. No other clinical information was provided. It is not clear why the pt received glucose with a high blood glucose. The technique of applying blood on the test strip was incorrect. The meter was a new product (out of box). Test strips passed using the control solution. Customer care advocate (cca) had the pt retest using a new vial of test strip and issue was resolved via troubleshooting. It would have been helpful to know the pt's diabetes regimen, whether the pt was able to obtain a reading prior to the incident and whether he attempted to test his blood glucose last night. It would also be helpful to know if the pt relies on the meter to guide therapy and/or behaviors, how frequently the pt tests, what prior test results were obtained, when these tests were performed, and how long the pt experienced the meter issue prior to having symptoms. The meter was not replaced. This complaint is being reported because the pt was unable to obtain a blood glucose reading and during this time he had symptoms. He was tested on an unspecified meter and obtained a reading of 400 mg/dl.

Manufacturer narrative:
Lifescan has requested the return of the subject meter for evaluation, but has not yet received it. If the meter is returned, lifescan will evaluate it and, if the meter does not pass inspection, lifescan will inform FDA of the results in a supplemental report.